Manufacturer narrative:
No product was returned for evaluation. This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6).

Event description:
Allegedly, a fragment of bone was found in the valor instrument set. This was a (b)(4 upplied loan set. The case proceeded as the patient was ready for surgery, but the valor nail set was not used.